Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer tried different battery but insulin pump did not start again. The customer's blood glucose value was unknown. Customer stated battery cap was not damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed displacement test. Power connector plug in and locked in place properly. Device alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly.